Event description:
It was reported to philips that the allura device monitor turned off and would not turn back on. The device was inside of clinical use at the time of the event. No harm was reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information provided, the issue occurred during coronary diagnosis and procedure was completed. The philips field service engineer (fse) inspected the system onsite and identified that the monitor turned off and would not turn back on. The monitor has intermittent failures in its power supply. The fse replaced the monitor with new one. After the replacement of monitor, the system was returned to use in good working order.the codes were updated based on the investigation outcome.